Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the first anvil disengaged from the stapler. No tissue was engaged at the time. The staples were not connecting with tissue. The anvil would snap on, but would not engage. The surgeon said that the anvil kept popping off and that he had to crimp the flanges on the stapler post to get the anvil mated. A second stapler was applied using the anvil in place from the first device and no staples fired. Sutures were then used. Subsequently, the pt was discharged, but had to be brought back to the operating room the following day due to excessive bleeding. No blood loss of more than 250cc occurred. Operative time was delayed about 30 mins.

Manufacturer narrative:
(B)(4).